Event description:
Pt treated for endometriosis. Surgeon used "intergel" product before stitching. Pt had a bad reaction to product. 7 days post-surgery pt had a temp of 101 degrees and severe abdominal pain as well as bowel dysfunction. Pt was hospitalized for 5 days. CT scan showed sigmoid colon inflamed and "fluid like" subskina in pelvis. Pt is being treated w/cipro, augmentin, colace and flagyl. Abdominal pain is improving, fevers are still recurring in the evenings. Pt has never been so sick in their life.